Event description:
On 08/04/93 pt had valve explanted due to dense calcification and conduit obstruction. The tissue was replaced with a 20mm pulmonary homograft. The site did not assess the relation of the explant to the homograft.